Event description:
It was reported that during implant the right ventricular lead measurement could not be performed in bipolar (bi) mode and the lead dislodged. It was noted that no sensing and impedance could be measured, a disconnection of proximal electrode was suspected, and lead fracture was suspected. The lead was removed and replaced. There were no patient consequences.